Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure visible damage to the tube was confirmed and vision is blurred when inserted into the patient's cavity was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the confirmed malfunction: the fiber bonding in the outer tube area (distal end) is damaged the outer tube has a dent. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope experienced that vision is blurred when inserted into the patient's cavity and visible damage to the tube. There were no reports of patient harm.